Event description:
It was reported that the adhesive sleeve holding the pump didn't fit properly and the pump fell out of the adhesive sleeve and caused the cartridge to be pulled out. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge back onto the pump and successfully resumed insulin delivery.